Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed pressure disk accuracy was confirmed. On 26-dec-24, syringe was received unboxed and with paperwork. Unit received from customer with no error messages. Pressure disc assy. Failed asft testing. Downloaded error logs and found cal failed recorded at customer site. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace pressure disc assy. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in plunger position. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in plunger position. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c0201, annex d: d02. Additional information: annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed pressure disk accuracy was confirmed. On 26-dec-24, syringe was received unboxed and with paperwork. Unit received from customer with no error messages. Pressure disc assy. Failed asft testing. Downloaded error logs and found cal failed recorded at customer site. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace pressure disc assy. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in plunger position. There was no patient involvement.